Event description:
It was reported that the guide catheter became stuck in the wire. The target lesion was located in the superficial femoral artery. A 135cm rubicon 35 catheter-guide was selected for use. During withdrawal, the rubicon was removed from the patient. Outside the body, the rubicon was tried to removed from an amplatz guidewire, however the rubicon became very tight on the wire. A lot of force was used to get the catheter off of the wire, however, it was noted that the proximal end of the rubicon snapped in half. Both pieces of the device were able to be removed from the wire and the procedure was completed. No patient complications were reported.